Event description:
The representative reported that the shieldwire was advanced through the lesion of the svg successfully. The balloon was inflated and the seal was properly deployed. The inflator was removed to load the stent catheter which was advanced to the lesion. The balloon deflated slowly while the physician was under fluoro so that the column of contrast was observed to have escaped and protection was lost.

Manufacturer narrative:
Pt info is currently being sought from the physician and the failure investigation is ongoing. A follow up report will be sent to FDA with the pt info and full evaluation info.